Manufacturer narrative:
(B)(4). The device was returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The pt experienced increased tremor. The pt was seen at the hospital and had surgery 2 days later. Intraoperative testing revealed the extension was broken 1 cm below the lead extension connection. The pt had previous extension replacement surgeries (reference mfg. Reports 3004209178-2010-08742 and 3004209178-2010-10188). The hcp replaced the extension and released the protection line. The pt was well after surgery. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.